Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the sensor was worn beyond seven days. The animas (B)(4) user's guide states: the dexcom g4 system consists of a dexcom g4 sensor and dexcom g4 transmitter. The sensor is a disposable unit that you insert under the skin of your abdomen (belly) to continuously monitor your glucose levels for up to 7 days. It was reported that the patient did not fully snap in the transmitter. The animas (B)(4) user's guide states: make sure your transmitter is snapped in fully. At the time of contact, no injury or medical intervention was reported.